Event description:
Reporter indicated via a voluntary medwatch report that a patient's previous explanted vns generator was believed to not be delivering the intended current when the device indicated the intended therapy was being delivered. This was concluded to be the cause because when the new generator was activated, the patient was unable to tolerate the same amount of stimulation as with the previous generator. The patient was previously set to 3.25ma output current with the old generator, but could only tolerate 2ma with the new generator. The suspect generator has been returned and is pending analysis. Attempts for further information are in progress.

Event description:
As product analysis of the generator confirmed the generator was able to deliver the intended therapy, the allegation of the generator not delivering the intended therapy is not supported.

Event description:
Reporter indicated anesthesia may play a role in reducing tolerability after surgery, and will try and wait a day or two before activating the vns to allow time for anesthesia recovery in the future. The patient has now been titrated to the desired settings with the new vns generator.

Event description:
Product analysis was completed on the returned vns generator. Results of diagnostic testing indicated that the battery status was neos=yes in the pa lab. The battery is partially depleted and at near-end-of-service condition. The data in the diagaccumconsumed memory locations revealed that 110.374% of the battery had been consumed. The last automeasure diagvbat was 2.282 volts. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications, except for the c4 and a "supply current off time" out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging, and has no effect on device function. The "supply current off time" out of specification condition was isolated to a leaky capacitor, c3. A cause for the capacitor leakage is unknown. The leaky capacitor did cause a premature end of service condition, but the final electrical tests demonstrated the generator was able to deliver the intended parameters. Attempts for further information are in progress.